Event description:
It was reported by service report that the power coil cable was damaged with exposed wires. There was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Power coil cable.